Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. High capture thresholds and noise were also observed. A revision procedure was performed, and the lead was surgically abandoned and replaced. The implantable cardioverter defibrillator (ICD) this rv was connected to, was explanted due to therapy upgrade. No additional adverse patient effects were reported.